Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2017 with the following findings: review of the black box data did not reveal any records indicative of power on reset events. On examination, the battery compartment and returned battery cap were intact and without damage. There was no contamination found in the battery canister. The returned battery cap was able to secure properly to the pump and maintain electrical connectivity. On investigation, the pump powered on with functioning audio tone and vibration. The display screen displayed the verify screen per normal operation. Investigation did not duplicate the alleged ¿no power¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.